Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump would not vibrate; however, the audible feature of the pump was functioning appropriately. The pump was opened and the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source; the vibration motor vibrated properly. Unrelated to the complaint, the display was found to be dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a no vibration issue. The audio tones reportedly were functioning appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.